Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot tests were performed and passed. Functional tests were performed and passed. A "try it" test was performed and passed. An intermittent audio test using the communication tool was performed and passed. An interior visual inspection was performed and passed. The speaker was measured and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.